Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope exhibited scope data error a32 during setup for an unspecified procedure. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no data transmission, camera head communication error (e224), loose light guide adaptor and fog free function a root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- the most probable cause traced to a component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.